Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was recently hospitalized due to diabetic ketoacidosis. Blood glucose level at the time of the hospitalization was over 600 mg/dl. The caller reported that prior to the incident, the insulin pump had a no delivery alarm. The customer performed a set change, but her blood glucose level did not come down. During the call, troubleshooting was not performed and the customer stated that she did not feel comfortable using the device. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump had operating currents within specification and passed the functional testing, including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery alarm test and displacement test. No excessive no delivery alarm or cosmetic damage was noted.